Manufacturer narrative:
(B)(4).

Event description:
It was reported that an increase in pacing impedance and a decrease in r-waves were observed. There were no visible anomalies under fluoroscopy. The lead was capped and replaced on (B)(6) 2016. There were no adverse consequences to the patient.